Event description:
It was reported that during the surgical procedure of acl reconstruction, at the moment of insertion of the screw into the tibia there was a break. No patient injury was reported.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. If relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.